Event description:
Information was received that basal is broken and pm calibration needed. No adverse effects reported.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac complaint verified upon visual inspection of broken bezel cracked. Service of pm was also due with calibration. The device bezel was replaced and then pm service completed and passed all testing. Consumer usage believe to be cause with careful care not always a priority and patient airway is carefully maintained, movement with testing to cat scanner along with other testing may have accidently caused event. B 1. B 4. B 5. G 7. H 1. H 2. H 3. H 6. H 10.

Event description:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac . Summary in h -10.